Event description:
The physician reported one of his spanner pts was hospitalized for (B)(6).

Manufacturer narrative:
The device was not returned for analysis. A review of the DHR was not performed. Every device lot is verified as sterile before release into inventory. Urinary tract infections are not a significant rate of occurrence. Three attempts were made to contact the physician for add'l info, none was provided.